Event description:
It was reported that the patient returned to the hospital due to shortness of breath, feeling unwell, and had frequent low flow alarms. Previously, the patient was started on antihypertensives and give diuretics and fluids as indicated for the low flow alarms, although they had not yet resolved. The patient had been non-compliant with taking their blood pressure medications after discharge. Log file was sent for review. On (B)(6) 2026 there was a pump stop. Log files captured no external power alarm and the internal battery being depleted. The log file also captured low flow events (B)(6) 2026 through (B)(6) 2026. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 liters per minute (lpm) during the events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was dynamic and elevated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the patient unplugging their pump could not be confirmed via the submitted log files. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for low flow alarms could not be conclusively determined through this evaluation. The controller event log files contained events from 31jan2026 through 03feb2026 and on 18feb2026. Intermittent low flow hazard alarms were captured throughout the log files when the estimated flow decreased below the low flow alarm threshold. No other notable events or alarms were captured, and the pump appeared to function as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. Incidental findings: three unexplained pump stops, one which occurred on the default timestamp (B)(6) 2001 and two which occurred on (B)(6) 2026, were captured in the lvad event log file. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of IFU, entitled, ¿patient care and management,¿ states ¿if the pump loses external power, it may stop. If the pump stops, connect to external power immediately. The heartmate 3 pump will not re-start unless external power is applied to the system controller.¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. Section 8 of the patient handbook, entitled ¿handling emergencies¿, lists examples of emergencies and the proper actions to take. The IFU and patient handbook also warns of events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported on 02mar2026 that the site was unaware of the events that led up to the event. The cause of the pump stop was the patient unplugging the pump. The patient went to the emergency department and had the pump reconnected and batteries charged. The patient had symptoms shortness of breath and felt unwell with the pump stop, no other adverse events.